Manufacturer narrative:
(B)(4). Procode: phx. Concomitant products: glenosphere centric 36 mm diameter +0 mm lateral offset cat# 00436003600 lot# 65243578. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01154.

Event description:
It was reported that a patient underwent a shoulder revision approximately 1 month postimplantation due to disassociation of the baseplate and glenosphere. Both devices were replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: disassociation of the glenosphere from the glenoid base plate. The glenosphere appears superiorly displaced and turned slightly clockwise. It was identified that during the procedure an incorrect impactor was used; however, after further review with development it was determined that this did not cause or contribute to the disassociation reported. Therefore the root cause for the reported event remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.